Event description:
It was reported that the vns patient had experienced an infection shortly after initial implantation with the vns device. The patient was placed on antibiotics and the wound was washed out. This intervention was done with the intention of preserving the generator, and it was left implanted in the patient at that time. Cultures were taken which revealed staph aureus. Several months later, the patient presented with complaints of generator migration (reference mfg report #1644487-2008-00914) where the patient underwent elective revision of the generator in (B) (6) 2008. Since that time, the patient had episodes of wound drainage, and the infection persisted, despite the antibiotic therapy, wound washout, and repositioning interventions. The patient subsequently had surgery where the generator was removed in (B) (6) 2008 without complications.

Manufacturer narrative:
Device manufacturing records were reviewed. Results - review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.